Event description:
During an MRI scan, a patient was receiving intravenous propofol for anesthesia, and the scan progressed normally. After the scan was completed the patient was removed from the MRI, and the bottle of propofol was empty. No harm came to the patient, and the patient's vital signs were monitored following the event, the patient's vital signs were stable as if no overinfusion occurred. The patient awoke normally without any problems. There were no signs of leakage of fluid from the pump or infusion set. The hospital declined providing further details of the infusion.

Manufacturer narrative:
Initial report was received from the health care professional indicated that the device (infusion pump) was examined by the hospital staff. Information was obtained from the customer interviews, and the inspection of the equipment. On (B)(6) 2013, at approximately 4:00 pm, during an MRI scan, the hospital had reported that the 3850 pump was programmed to deliver propofol. The patient was a female adult patient, weighing approximately (B)(6). The infusion was being performed with channel a of the 3850 pump. The type of mridium infusion set used was not recorded, but was probably a 1056 standard infusion set. When the scan was completed (approximately 45 minutes later), the patient was removed from the MRI, and the nurses reported the infusion bottle was empty. The IV bag and surrounding area were checked for leaks, and none were found. They estimated that all the volume was infused (the bottle contained approximately 100 ml of fluid). At this time, the pump showed an infusion rate of 104 ml/hr, with a vtbi of 10.4 ml, and the volume infused (vi) of 79.6 ml. There was no evidence of spillage or leakage of the fluid from the pump. The clinical staff took immediate steps to manage the patient, and it was reported no harm came to the patient. Following the event, the patient's vital signs were monitored and remained stable throughout the period, as if no overinfusion had occurred. The patient awoke normally, and recovered without incident. No injury resulted from this event. The infusion set involved with the event was discarded following the event by the customer, and was not available for inspection or testing. Investigation results: the examination of the pump from the customer site determined the products operated normally, and no conclusive cause of the event can be determined. From the review of the history event log for the day of the event reported by the customer, it does not appear that there was any infusion error from the information in the history event log, and if any free-flow of fluid occurred, it would have been less than 13 ml of propofol (the customer reported the propofol container was 100 ml). Investigation conclusions: the hospital's examination of the pump determined the 3850 pump operated normally, and could not duplicate the event. Iradimed corporation also examined the pump at our facility, and no problem was identified that could have caused this event. The infusion set used at the time of the event was discarded by the hospital, and therefore was not available for examination or testing. The examination of the pump's history/event log did not identify any action that can account for the event. In fact, the history log indicated a normal infusion sequence occurred on the day of the event, which delivered 80 of the 100 ml of fluid described in the container, with the remaining 18 ml remaining in the infusion set. From the information available, it is not clear that any event occurred, as the infusion appeared to proceed as programmed, and the patient appears to have received approximately 80 ml of the prescribed 90 ml as programmed. The hospital risk manager was contacted following the review of this information, and she declined providing any particular details that could help explain the differences between the reported problem and the history log summary. She indicated that the details had been sent into the medsun reporting system, and that iradimed corporation could get them from that source. Examination of the medsun reports for iradimed on both (B)(6) did not disclose any corresponding report similar to this event's report. From the information available, it can't be determined if the reported event occurred as described. The risk manager declined to provide any further information that could explain the discrepancy observed in the history log. No conclusions can be made as to the cause of this report. Further inquiries will be made with the customer to determine if any action is required to resolve what appears to be a user-related issue.